Event description:
It was reported the fiberscope's glue joint at the distal end was separating during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure glue joint at distal end of scope is separating is due to problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.